Event description:
Pt passed away suddenly after having used inhaler 3 hours earlier for prevention of exercised induced asthma. Family member thinks the inhaler delivered too much medication because the doses left were 22 out of a 60 dose container. Pt had only used it for 18 days. The day before, they had complained about feeling "pieces in it". Family member thinks it was clicking twice and the counter was off.